Event description:
Had right inguinal hernia repair 11/05/07. Prolene mesh, 3x6 (B)(4) lot number zhe 490. Since surgery a lot of health injuries. Extensive weight lost, most importantly pain in groin and legs, ankles and feet. Have another doctor's appointment (B)(6) 2015.